Event description:
According to the reporter, after a lumbar spine procedure in which duraseal was used, a surgical intervention was required to remove the duraseal due to a neurological deficit, post index procedure.

Manufacturer narrative:
The investigation determined that the pt underwent a lumbar lamimectomy in 2007. The onset of the neurological deficit was approximately 2 days post procedure. The pt underwent a second procedure to remove duraseal, one day following the onset of the neurological deficit. The pt recovered fully after the second procedure, with no residual neurological effects. Lumbar lamimectomy is an off-label use of the device.